Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
During a l4-s1 newport screw removal and revision, as the new screw was being placed at l4, the driver tip broke off of the driver. The tip was removed from the pt; there was a 10 minute delay in surgery. There was no injury to the pt.